Event description:
It was reported that, after a thr had been performed on an unknown date, the patient made a rotational movement in the left hip and experience a marked "cracking" followed by sudden severe pain on (B)(6) 2026. In addition, patient fell to the right side of the body. It is unknown how this adverse event has been addressed. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference: case-(B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H2: additional information: a2, b1, b2, b5, b7, h6: health effect - clinical and impact code, medical device problem code.

Event description:
It was reported that after a thr was performed in 2023, the patient made a rotational movement of the left hip and experienced a marked ¿cracking¿, followed by sudden severe pain and loss of strength on (B)(6) 2026. In addition, the patient fell onto the right side of the body. The event was addressed with a revision surgery performed on (B)(6) 2026, during which the sl-plus mia stem lateral 4 non-cemented implant was explanted. Pre-revision x-rays were reviewed and showed a fracture at the neck of the stem. Post-revision images showed what appeared to be a femoral fracture. It is unknown whether this was associated with the stem fracture or resulted from the revision procedure. The patient¿s current health status is unknown.